Event description:
It was reported that this right atrial (ra) lead is suspected to be fractured due to a rise in impedance and high pacing threshold measurements, which were identified upon interrogation of the device during a routine follow up. At this time, a surgical intervention has not been performed. No adverse patient effects were reported. The device remains in service.